Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, a part of the tissue pad fell into the patient. Although the doctor looked for the piece, it could not be found. At the doctor's discretion, the case was completed without finding. The doctor commented that he had activated the device without tissue present between the blade and the tissue pad. The patient was getting well and will be released from the hospital expected day.